Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's spouse reported that on an unknown date in (B)(6) 2022 the patient had suppurating purulent content through the stoma and a physician prescribed 500mg of oral augmentin. The patient also experienced pain and induration in the stoma area and was referred to the hospital for further evaluation. The patient went to the emergency room in which a culture was taken of the stoma site (results unknown) and treated with an unknown antibiotic ointment. No further information was available.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's spouse reported that on an unknown date in (B)(6) 2022 the patient had suppurating purulent content through the stoma and a physician prescribed 500mg of oral augmentin. The patient also experienced pain and induration in the stoma area and was referred to the hospital for further evaluation. The patient went to the emergency room in which a culture was taken of the stoma site (results unknown) and treated with an unknown antibiotic ointment. No further information was available.